Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that the battery does not hold a charge and they had to charge couple of times. Patient said that their device shuts off and does not work. Patient mentioned this issue happen periodically. Patient confirmed the controller powers on. When asked if it's the controller or implantable neurostimulator (ins), patient said they had to go to MRI mode to turn it back on. Agent had difficulty understanding the patient as they provide contradicting information. Agent reviewed information and informed how to turn on the therapy instead of going to MRI mode.